Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces. Visual inspection of the partial lead found an internal insulation abrasion that breached the ring electrode cable lumen with procedural damage to the ring electrode cable coating at the s-curve region. The inner coil lumen was found intact in this region.

Event description:
This report is to advise of an event observed during analysis.